Manufacturer narrative:
The actual software revision is unknown at this time; therefore, version 4.6 was used for reporting purposes. The philips remote support engineer (rse) sent the customer the procedure to extract the logs. To date the logs have not been received. Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that several red alarms were not recorded at the central monitor with sound before 6:39 a.m. After this time the alarms started to sound. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.